Event description:
Affiliate reported that due to a spinal leakage, the doctor decides to implant a lumbar drain. While he is implanting the drain, he discovers that the catheter has a big rip (4-?cm) in the distal part. The catheter was separated. Although the device was not used and the pt was not affected, the doctor felt there could have been damage to the pt.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.